Manufacturer narrative:
Poligrip extra strength is manufactured in (B)(4) and is marketed under the trade name super poligrip ultrafresh in the united states. Neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer (patient's wife) and described the occurrence of cancer in a male patient who received poligrip extra strength (B)(4) over a period of 30 years for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included non hodgkin's lymphoma. On an unk date, the patient started poligrip extra strength (dental). It was reported that the patient used the product excessively over a period of 30 years. She reported that he used the product once per day and occasionally twice per day and used at least twice the amount indicated on the label. She reported that in 2004, he was diagnosed with cancer and currently undergoing chemotherapy for a tumor on the side of his face. This case was assessed as medically serious by gsk. The patient was treated with cancer chemotherapy (chemotherapy). The dose of poligrip extra strength was reduced. At the time of reporting, the events were unresolved.